Event description:
It was reported that a patient had a renasys go placed after a knee amputation. The device was placed on (B)(6) 2020. The home health nurse noticed that the wound was pooling fluid in the dressing which caused bad odor and the wound had become macerated. She noted bone is present and filled with black foam. Nurse stated that the pump appears to be suctioning when applied but in her returns to the patient¿s home there is no drainage in the canister. Nurse is confident she applier the dressing correctly but she is unsure if the patient may be turning the device off. The device was replaced. It is unknown if there was a delay. No further information available

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review was performed for the product and failure mode reported, there have been further instances. The instructions for use has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed, and no further action is required. Probable root cause maybe a defective component and the dressing integrity was compromised. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.